Event description:
It was reported that a patient had a plate and screw inserted in wrist a year and a half ago. Due to broken plate in half and a screw sheared off, implants were removed last week at (B)(6) hospital in (B)(6). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date event happened unknown. This report is for one unknown screw/unknown lot number. Implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.